Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The data management system shows the system worked as per the expected clinical performance and the high glucose alert was not asserted because the sensor glucose measurement did not cross the high glucose alert threshold of 180mg/dl that was set by the end user. The customer resolved hyperglycemia through insulin correction.the healthcare facility was not involved as the patient did not report serious injuries.

Event description:
Senseonics was made aware of an instance where in a patient using eversense cgm went through a hyperglycemia event which was not detected by the system.